Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited oversensing of noise and low defibrillation impedance. The lead was capped and replaced on (B)(6) 2022. The patient was stable.

Event description:
New information received notes there was no allegation on low impedance and it wasn't out of range.